Manufacturer narrative:
The field service engineer decontaminated all the rinse stations, valves, and sample probe. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter received a questionable glucose result for one patient from the cobas 6000 c501 module. The initial result was 800 mg/dl and the repeat result was 230 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.